Manufacturer narrative:
The srt replaced the fuses. Per the srt, the delphin battery failed testing and was retired. This complaint is related to (B)(4).

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal battery had blown fuses. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.